Manufacturer narrative:
A covidien technical support engineer (tse) assisted the customer with troubleshooting the device via phone. The tse recommended "verify solenoid 1 tubing has no kinks" and "run ventilator for 24-48 hours." The device then operated as intended. The device was then returned to clinical use without incident. Covidien: (B)(4).

Event description:
A report received from the USA stated that an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no reported patient involvement. The date of the event is unknown.